Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer's pump history and t:connect data was reviewed by the customer's healthcare providers and a tandem territory manager. It was noted that the customer had received multiple, intermittent occlusion alarms. The customer and healthcare provider reported no kinking of the cannula and the cannula is changed every 2 days. The customer's blood glucose level ranged from 220 to 450 mg/dl. The customer was presently being treated by a healthcare provider. As the occlusion alarms had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.